Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm, a motion sensor test failure alarm, and a motor position encoder error alarm. Customer's blood glucose was 46 mg/dl. Customer reported that drive support cap was flush. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind and a motor position encoder error alarm was found at the alarm history file due to an out of phase motor encoder signal. Unable to verify the motion sensor test failure alarms due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a loose/protruded drive support disk.